Event description:
Event details: the 10cc syringe does not draw up the amount displayed. 9cc drawn up corresponds to 10cc in the syringe. Current patient status: not reported actions taken in the healthcare facility to treat the patient: not reported.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 10ml ll lot 2504028 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples corresponding to the lot involved in the complaint underwent further analysis, and visual inspections confirmed that none of the reported defects could be reproduced. Subsequently, the samples were tested for residual volume (dead space) in accordance with procedure. All results obtained were within the established specifications. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.